Event description:
"Providone iodine leaked from the connection between a transfer set and minicap." The date of how long the set was in place is unk. There was no pt injury or medical intervention associated with this incident.

Manufacturer narrative:
Baxter product surveillance received notification of an event by the international affiliate in 07/2005. A sample is requested to be evaluated.